Event description:
It was reported that the patient continues to have pain at the reservoir side of his inflatable penile prosthesis (ipp). The patient stated that he had his original surgery on (B)(6) 2019 and that he herniated his reservoir; he stated that he had a revision on (B)(6) 2019 to replace the reservoir but he continues to have severe pain. The patient feels that his reservoir herniated again. The patient was recommended to contact his physician to share his concerns. The patient will reach out if he has further questions. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.